Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the patient may be particularly sensitive to programming changes until they sufficiently heal from their implant procedure. It is not commented by the physician what medications the patient was on that were noted as not being taken due to the chronic swallowing problem. It appears from the comment that no medications had been taken and there is no comment on the possible side effects of not taking these medications. There is also no comment on whether these or any other medications were administered by the treating physicians at the same time they turned therapy off to resolve the event. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. On (B)(6) 2024, the patient reported to the emergency room due to an inability to swallow. It was reported that the patient had a history of trouble swallowing. The patient also presented with a relatively high blood pressure, edema, discoloration in legs up to their shin, shortness of breath and anxiety. Turning off the patient's therapy improved their legs discoloration and completely resolved all other symptoms. After returning to their baseline, the patients therapy amplitude was adjusted reduced. The patient's current settings resolved their symptoms and improved their dermal discoloration. It was reported that the patient also had a history of hypotension and due to difficulties swallowing, had not taken their medication which likely contributed to some of the symptoms they experienced. Per the physician, considering the patient's history with trouble swallowing, the patient may be particularly sensitive to programming changes until they sufficiently heal from their implant procedure. The patient was discharged on (B)(6) 2024 following endoscopy which was performed to address their chronic swallowing problem. The patient reported that having their device turned off resolved their issues with swallowing. It was suggested to leave the device off for a couple of months in order to allow the sensitivity and inflammation to reduce and revisit turning the device back on.